Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer lost her insulin pump. Customer's pump was apparently found. Caller stated that the pump appears to have been out on a boat. Caller stated that she had a battery out limit alarm. Caller stated that she programmed the time and date but it didn't' sound right in rewind mode. Customer also had unexpected restart alarms, a no delivery alarm, no power alarm, low reservoir alarm, and unexpected restart alarms in the alarm history. Caller stated that the pump was stored or not in use for an extended period of time. Caller was advised that the pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.